Event description:
The patient started experiencing pain in his hand. Said that no trauma happened. Variax hand plate broke and patient was experiencing pain. Patient was revised, plate was removed and re-fixed the fracture. Patient said no trauma happened after the initial surgery, plate just broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that m profile plate, straight, 4 holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed based upon the product received for inspection. Based on investigation, the root cause may be attributed to a user related issue. The failure may caused by not following post operative instructions which led to the breakage of the plate. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and the plate was found broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3)) was reviewed: ¿post-operative - post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. Implant removal should be followed by adequate post-operative management to avoid fracture or refracture of the bone¿ no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient started experiencing pain in his hand. Said that no trauma happened. Variax hand plate broke and patient was experiencing pain. Patient was revised, plate was removed and re-fixed the fracture. Patient said no trauma happened after the initial surgery, plate just broke.